Event description:
An endurant ii stent graft system, as well as two devices from another manufacturer, was implanted for the endovascular treatment of a 7.2 cm diameter abdominal aortic aneurysm. The proximal aortic neck diameter was 20.3 mm, with a length of 16 mm. The aorta was reported to be "shaggy". It was reported that the physician implanted the bifurcate and cuff. In addition, a left contralateral limb graft and another manufacturer¿s right distal iliac extension graft were implanted. A type ia endoleak was seen at the conclusion of the procedure. The physician also performed an embolization of the aneurysm using nbca and lipiodol. The physician believes that this will resolve the endoleak later. No additional clinical sequelae were reported and the patient status is being monitored.